Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/31/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in its original folding carton. The plunger was observed in the advanced position. The cartridge was correctly engaged into the lower body of the pcb00 device. No assembly error and/or defect related to the manufacturing process was observed. Visual inspection at 10x microscope magnification was performed. The pushrod was exposed out of the cartridge tip. Lack of lubricant material was observed in the device. The lens was not returned in or out of the device. The cartridge was observed in good condition. No damage/defect was observed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Last name: unknown/ not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the cartridge was jagged and not smooth as it should be. The procedure was completed successfully without patient harm. No additional information was provided to abbott medical optics.